Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the blackbox history showed multiple eaw = 128-fe80 alarms; the fe80 code is defined by power supply failure during rewind. During testing the pump was exercised for 24 hours without interruptions. The failure was unable to be reproduced during testing. The pump was opened and no defects were observed.

Event description:
The pump is reportedly two days old and was rebooting without user intervention. The verify screen appears and during the ezprime process the pump emits a replace battery alarm. The patient said he had been using the pump for two days. He received a replace battery alarm on the pump and replaced the battery. After replacing the battery the patient attempted to rewind, load, and prime the pump but the pump emitted a "replace battery" alarm during rewind. The patient could not detect that the pump had any structural issues.